Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the hi-torque guide wires for pta instructions for use states: do not push, auger, withdraw, or torque a guide wire that meets excessive resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified posterior tibial artery via the left groin access. Heparin was administered to the patient before the procedure. A 300 cm command guide wire was used and advanced in the anatomy. However, the tip was torqued several times and it separated in the anatomy. Therefore, a snare device was used to remove the tip from the anatomy. There was no adverse patient sequela reported. No additional information was provided.